Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast capsular contracture, generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis (left device) and a mentor memorygel breast implant 475cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including feeling tired and sick, and felt like her immune system was low. The root cause of the patient¿s symptoms is unclear. In addition, the patient reported that her left breast was extremely hard and sensitive (capsular contracture, baker grade unknown). The left breast had an incision through the areola and it had little holes that had silicone come out when the breast was squeezed. It was reported that the patient¿s left breast prosthesis had ruptured and that silicone was floating in her body. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2020. The explanted left breast prosthesis was discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.